Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the minimal access driver device was overheating and the color band was chipping. It was further determined that the device failed pretest for visual assessment and temperature assessment. It was noted in the service order that the device was stuck and did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was overheating and the color band was chipping. The device also failed pretests for visual assessment and temperature assessment. The assignable root cause was traced to improper maintenance. UDI: (B)(4).